Manufacturer narrative:
On september 10, 2004. (B)(4). The recall # is: z-1152/1154-02. Notification and patient monitoring also apply. A response from the manufacturer is pending.

Event description:
This ICD will be explanted as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion lyra model ICD's. The battery voltage on this device fell within the range where angeion recommended explanation.